Event description:
It is reported that during a procedure for a patella fracture on (B)(6) 2013, the cable tensioner would not release. Cable was cut and manually released. No adverse event was reported. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of synthes device history records for manufacturing revealed no complaint related issues.

Manufacturer narrative:
Device used for treatment and not diagnosis. Pioneer surgical technologies manufactured the cable tensioner, part number 391.201, lot number p049355. The supplier performed a device history record review and found that the product met all specifications at the time of shipment. Testing was performed on the tensioner after applying lubricant to the device. The device passed all of the required testing.